Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported performing the air removal step incorrectly. Customer was educated on the proper air removal process per the user guide. Customer cleared the alarm and successfully resumed insulin delivery. There was no adverse impact to customer's blood glucose.